Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: (expiration date) updated to "03/01/2020".

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported: "the pulse ox was indicating the patient was having desats when ¿that clearly was not the case." The note states the nurse changed sensors and had no further issues" no known impact or consequence to patient was reported.